Event description:
The manufacturer received information alleging an issue related to the ventilator's internal battery occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.